Manufacturer narrative:
(B)(4). The actual device, along with 5 representative samples were received for investigation. A visual exam was performed, and it was observed that the actual sample did not have a connector or the pilot balloon (the side arm was cut). No issues were observed with the representative samples. Inflation and deflation testing was performed on the representative samples and no issues were encountered. Functional testing could not be performed on the actual device due to the damage. A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed due to the condition of the returned device.

Event description:
Reported issue: while the endotracheal tube was being used it was not possible to deflate the balloon disconnecting line. It was removed from the patient with the balloon still inflated.

Event description:
Reported issue: while the endotracheal tube was being used it was not possible to deflate the balloon disconnecting line. It was removed from the patient with the balloon still inflated.

Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. The results will submitted in a follow-up report.